Event description:
It was reported that the user and spouse were unable to attach the cartridge to the pump until guided by support, at which point it was clarified that the cartridge had been oriented incorrectly; after correction, the cartridge connected and a supply change was completed, and the user reported use of a cd infusion set. No reported adverse clinical effects were reported during the event. Outcomes included no impact to health and no hospitalization. Customer care provided support that included technical troubleshooting and user education conducted remotely. Investigation of this case revealed user handling error related to cartridge insertion orientation, with no device alarms and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error and use error, mitigated through instructions and training.